Event description:
The recipient reportedly experienced decreased performance. A review of the test data indicates impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silastic overmold on the top cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The scanning electron microscopy (sem) analysis of the electrode pocket did not reveal any corrosion in the feedthru pocket. The scanning electron microscopy (sem) analysis did reveal intermittent contacts on some electrodes and also parylene coating wear on an electrode wire at an electrode contact pad. The device passed the mechanical test performed. The reported complaint could not be verified during the analysis. However, the scanning electron microscopy (sem) analysis revealed intermittent contacts on some electrodes and also parylene coating wear on an electrode wire at an electrode contact pad. Advanced bionics will continue to monitor failure modes of this type. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.